Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was separated from the first y-site in the downstream part. The insertion of the tubing into the first y-site in the downstream part was not according to specifications. Dimensional testing was performed at the tubing and clearlink y-site housing with no issues noted. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of tubing of clearlink system continu-flo solution set fell off. This was observed when opening the package, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of tubing of clearlink system continu-flo solution set fell off. This was observed when opening the package, prior to patient use. There was no patient involvement. No additional information is available.